Event description:
It was reported that a pt underwent a gynecological procedure in late 2007. During the procedure, the blade was spinning slowly on maximum power. The case was successfully completed with the same unit with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the prod upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.